Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 3 months post-implant of a bifurcated device, and a suprarenal aortic extension a proximal type I endoleak was identified on a follow up computed tomography scan. The patient was treated with additional suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, sizing sheet and images were available for assessment. Based upon the available information, an endoleak type I cannot be confirmed, but an unknown endoleak type was noted and resolved by at the end of the secondary procedure. The review of lot records, work orders, and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. Based upon the investigation findings, a definite root cause cannot be determined but patent lumbar vessel may have contributed resulting into unknown endoleak.